Event description:
Indwelling first PICC catheter in left arm broke below the oval disc while patient is undressing. The catheter was secured with stat locks.

Manufacturer narrative:
One used unit was received on 25 april 2008 and is currently being decontaminated. Upon decontamination, and completion of the investigation, a supplemental report will be submitted.